Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the customer experienced resistance when filling a cartridge. The supplies were changed to address the event and insulin delivery was resumed. Customer user humulin-r 500 insulin and customer was aware that this insulin is off label. Customer's blood glucose was 157 mg/dl.